Manufacturer narrative:
(B)(4).

Event description:
It was reported that during review of session records, far field p-wave oversensing was observed. Programming changes were made and it appeared to have resolved the oversensing. However, further programming changes were suggested.